Event description:
Boston scientific received information that when technical services was reviewing another issue when it comes to the device out of range pacing impedances were noted on the left ventricular lead. The lead impedances have plateaued to normal values. At this time the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
A normal follow up has been scheduled, and the device was programmed to ensure capture.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information was received that this left ventricular lead was deactivated. The patient had experienced shortness of breath. A decision will be made about the replacement procedure of this lead during a future device replacement procedure.

Manufacturer narrative:
Additional information noted that this lead was surgically abandoned. No additional adverse patient effects were reported.